Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced pain, infection, urinary and bowel problems, recurrence of symptoms and bleeding. The patient underwent subsequent vaginal hysterectomy, high uterosacral ligament suspension, vaginal repair of enterocele, anterior and posterior colporrhaphy and cystoscopy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.